Event description:
Information received indicates the head up function works intermittently.

Manufacturer narrative:
The technician isolated to issue to the head up valve solenoid. He replaced the head up valve to repair the bed.